Event description:
It was reported that the patient experienced right arm shoulder loss of coverage. Reprogramming was performed and it was unable to get right sided coverage. X-rays taken revealed right lead migration. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both leads and the ipg were explanted and replaced to address the issue. Effective therapy was restored post-op. The manufacturer representative reported that the ipg was electively replaced as the patient was interested in upgraded technology and smaller battery and the second lead was electively explanted as well. It is unknown which lead migrated.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 90cm, model: mn10450-90a, UDI:(B)(4) serial: (B)(6); batch: 6297891.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.